Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed, and no non-conformities were found. The device was removed but not returned.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid. A blood patch was administered and the device was removed to address the symptoms. It was noted that the patient had effective pain relief prior to device removal and the patient will be having the permanent device implanted.